Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 2.9, 6.3, 2.1, 1.8 and 4.1 inr. The corresponding reported lab result was 2.0, 4.5, 1.6, 1.3 and 3.0 inr.